Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure, the stryker suction irrigation device broke at the base of the suction tip. No medical intervention or adverse consequences were reported. The procedure was completed successfully.